Event description:
It was reported that the pump showed check syringe plunger sensor warranty. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The front lower right and left corners of the top case were cracked, right plunger case cracked. The event history log (ehl) showed check syringe plunger sensor, multiple times. The reported problem was duplicated at power up; 2 flippers found stuck whenever the plunger lever was pressed which is causing the check syringe plunger error. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): replaced the left plunger case and timing plate spring, performed preventive maintenance (pm) and all functional testing passed.